Manufacturer narrative:
A visual examination was performed and there was corrosion on the left charging contact. The investigation determined the corrosion is due to improper cleaning of the base unit at the customer site.

Manufacturer narrative:
The device was received for investigation. The investigation is ongoing.

Event description:
The initial reporter complained of an issue with an accu-chek inform ii base unit. The customer alleged the left charging contact was blackened and appeared burnt. There were no injuries due to the alleged burnt contact.